Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# va0lz1l, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. The patient reported that he was having the device removed next week and asked if he should return ¿hardware¿ referring to the recharger and patient programmer (pp). The patient reported that he was having his device removed because he didn't feel that it was doing anything and didn't feel device was ¿working the way you guys advertised.¿ the patient reported that he¿s had so many changes and so many reprograms and stated it worked for the first 6 months and after that his body ¿got used to it where it just didn't work as advertised and got very, very little pain relief from it.¿ the patient also reported that he lost a lot of weight and now the ins ¿mushes around¿ in the pocket and caused pain and that¿s also why he wanted it removed. The patient reported that he was frustrated because the device was advertised as ¿this much pain relief¿ and stated his relief was ¿not even close to that.¿ the patient reported that he was frustrated after going through the plate lead insertion which was extremely painful. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances leading to the implant mushing around and causing pain, the lead insertion being painful and the lack of relief included the patient's weight loss and increased driving due to the patient's profession. The patient stated that the steps taken to resolve these issues were having the scs removed when he had his 4th neck surgery. The patient noted that the implant mushing around and causing pain, the lead insertion being painful and the lack of relief had been resolved because he had it removed. No further complications were reported.